Event description:
Event: patient reported cancer diagnosis came back. No additional information was provided. Freq: inject 1 syringe intra-articularly into the right knee weekly for 3 weeks. Diagnosis for use: unilateral primary osteoarthritis, right knee.